Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d5, g3, g6, h1, h2, h3, h6, h10, h11. D10: additional associated products. 42532007502 tibia cemented 5 degree stemmed right size f lot# 65945076. 42557000114 stem extension tapered cemented 14mm dia +30mm l lot# 66074331. 42522100810 articular surface medial congruent right 10 mm height lot# 65545066. H6: suggested code (annex g)- mechanical (g04) - femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. Complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Suggested code (annex g)- mechanical (04)- femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised due to pain approximately one year, six months post implantation. At the revision they resurfaced the natural patella, installing a new patellar implant. The poly was replaced as a best practice only.